Event description:
The customer reported that the insulin pump had a blank display. She was using the insulin pump that was given to her by her health care provider. The insulin pump stopped working and would not turn on after she changed the battery. The call was dropped. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.